Event description:
It was reported that during cholecystectomy the clip did not fed to the jaw properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Instrument a: dropping/ejecting clips. Instrument b: batch# d9d676, exp date: 12/05/2011; mfg date: 01/05/2007; premature lockout. Eval summary: the analysis results found that the er420 instrument a was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested; however the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.